Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test and self test. Pump passed basic occlusion test at 4.5 lbs. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 82 alarm noted during testing. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. Successfully downloaded history files and traces using thump software. Pump error 82 alarmed on the event date of 12/20/2023 at 03:37:18.000 in the traces and indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and pillowing keypad overlay. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf (B)(4) and esf (B)(4). Moisture damage was confirmed found on the motor slide and in the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received pump error 82 twice. Troubleshooting was performed and was able to clear the alarm successfully. The customer was not able to complete the pump rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per hcp instructions. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test and self test. Pump passed basic occlusion test at 4.5 lbs. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 82 alarm noted during testing. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. Successfully downloaded history files and traces using thump software. Pump error 82 alarmed on the event date of 12/20/2023 at 03:37:18.000 in the traces and indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and pillowing keypad overlay. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in (B)(4). Moisture damage was confirmed found on the motor slide and in the battery tube. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.